Manufacturer narrative:
Your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was submerged in water. Subsequently, a malfunction alarm occurred. Customer¿s blood glucose level was 204 mg/dl. The customer reverted to an alternate method of insulin therapy.